Event description:
Femoral endarterectomy for arterial occlusion demonstrated small gray/black foreign body within blood clot. Thought to be piece of device used to place stents during previous procedure ((B)(6) 2023-ir stent placements).